Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed at the battery compartment.